Event description:
It was reported by the patient that starting in (B)(6) 2014, she has experienced an ongoing, severe urinary tract infection, testing positive for e. Coli and pneumococcal bacteria on (B)(6) 2014. The patient is concerned that this infection is related to the drain bags. She was hospitalized for this infection for two weeks due to this infection. The patient is catheterized due to a neurogenic bladder. She reports being allergic to many antibiotics, and also latex.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or willing to provide any further patient, product, or procedural details to bard.